Event description:
It was reported that the touch screen became unresponsive. Customers' bg's were impacted.

Manufacturer narrative:
The device has been received fro evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.